Manufacturer narrative:
(B)(4). Analysis completed on 01/10/2019 by nf. Design-related issues: the design of the modular reverse reamer head has been in the field since 2009. Exactech is aware of (B)(4) similar complaint reports involving broken pilot tips in modular reamer head devices since 2009. Because the modular reverse reamer head is used in reverse total shoulder surgeries, sales data for glenospheres was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. A previous crc and CAPA were opened regarding pilot tip fracture. See (B)(4) and CAPA(B)(4) for details. As a result of CAPA(B)(4), a warning regarding off-axis reaming was added to the operative technique and a field advisory notice was issued. Another crc has been opened due to an increase in incidence of pilot tip fractures since the closure of CAPA(B)(4). See (B)(4) for details. Mfg-related issues: manufacturing-related information could not be reviewed because no information regarding serial numbers or manufacturing lots was provided. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this modular reverse reamer head, (B)(4)- rmr-instrument rev k, was reviewed. The risk is captured in line18. Corrective actions are not required because the occurrence rate is " very low", and the risk is captured in the rmr. The broken device reported in experience (B)(4) was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate fracture. However, this cannot be confirmed because the device was not available for evaluation and no further information was provided. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. The broken tip was retrieved and did not lead to patient adverse event. An investigation was conducted; the broken device reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate fracture. However, this cannot be confirmed because the device was not available for evaluation.

Event description:
It was reported from the us that during glenoid reaming the pilot tip of a 38mm glenoid reamer broke off. It was easily retrieved and no delay or negative consequences to the patient, the broken off tip was grabbed with a clamp, possibly a rongeur. It was very quick - causing no delay to surgery. No parts were left in the patient. Surgery was a success. It was easily retrieved and no delay or negative consequences to the patient. No parts were left in the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. The broken tip was retrieved and did not lead to patient adverse event. An investigation was conducted; the broken device reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate fracture. However, this cannot be confirmed because the device was not available for evaluation.